Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that the grommet of a rt380 adult dual-heated evaqua2 breathing circuit has "fall off" before patient use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in china that the grommet of a rt380 adult dual-heated evaqua2 breathing circuit has "fall off" before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the returned circuit revealed that the grommet of the rt380 adult dual-heated evaqua2 breathing circuit was found missing from the elbow. Conclusion: we are unable to determine the cause of the missing grommet. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specification at the time of production. Our user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuits state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."